Event description:
It was reported that the tip of the device fell into the surgical site on the pt's leg. The tip was retrieved from the site by hand. There was a slight delay while the tip was removed and a back up was located. The delay was not clinically relevant. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.